Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the inner gantry covers, detector louver cover, positioner louver cover and fans were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system would not complete initialization. Additionally, it was noted that the imaging system made "strange noises" prior to the system not progressing past initialization. There was no patient present when this issue was identified.